Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to liner disassociation. Cup noted to be stable and intact. On (B)(6) 2017: medical records reviewed. Primary operative notes (B)(6) 2015 indicate the patient received a left total hip replacement due to osteoarthritis left hip. The procedure was completed without complication indicated by the surgeon. Revision notes on (B)(6) 2016 indicate the patient received a left total hip revision, revision scar due to osteoarthritis left up, postoperative scar. Indication for surgery includes radiology interpretation of left total hip acetabular wear suggesting possible dissociation of the acetabular liner. Patient also reported onset of symptoms 2 weeks prior to surgery of grinding sensation. Intra-operative findings include: the acetabular liner was subluxed inferiorly. The acetabular component was found to be intact and stable. The articular plastic showed signs of wear superiorly and laterally. The femoral component was well fixed within the bone. Head, liner and apex hole eliminator were revised. Updated 10-2-2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.